Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 (mg/dl). Food and a drink were consumed to address bg levels. Reportedly, customer believes they took too much insulin and therefore declined to complete troubleshooting with tandem technical support.